Manufacturer narrative:
A ge service representative performed an on site investigation. The software was reloaded. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the systems' collimator opened and closed without command. No report of pt injury.